Event description:
A company representative reported that the "rotary head" (knob) fractured from a vlift inserter inner shaft. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
The following fields have been updated: d4, d9, h3.

Event description:
A company representative reported that the "rotary head" (knob) fractured from a vlift inserter inner shaft. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Inspection of the returned device confirmed the fracture. The fracture surface shows characteristics of beach marks which indicate fatigue fracture among with torsional overload. The field representative confirmed the device was inserted at difficult angle during use, although the surgeon did not appear to use complex maneuvers or apply excessive force on the device. Device history records were reviewed and no relevant manufacturing issues were identified. Complaint history was reviewed and no similar complaints for the reported lot number were identified. Based on the information provided and on visual inspection of the returned device the root cause of the reported event is application of excessive torsional force combined with material fatigue.

Event description:
A company representative reported that the "rotary head" (knob) fractured from a vlift inserter inner shaft. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.